Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient complained about the postoperative vision. The lens was explanted and replaced with single focus lens in a secondary procedure. Additional information was requested

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).